Event description:
During tibia plateau fracture procedure, the head of the guide wire broke off in the pt's bone. Unable to retrieve.

Event description:
Add'l info received from MFR 6/4/03: the facility was unable to provided MFR with the lot number of the device. A medwatch report has not been filed on this event. Even though the tip of the wire remains in the pt, no add'l surgery was required to prevent permanent injury.